Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that the patient died. Vascular access was obtained via femoral artery. The target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 3.50 x 12 mm promus element ¿ stent was selected for treatment. However, after six hours of procedure, the patient died.